Event description:
During cutdown to remove broviac catheter from infant, difficulty was encountered in removing the line and a snap sound was heard. Edges of device removed were not smooth and catheter had split-open appearance. Infant taken to surgery for removal of device without further complications noted.